Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was repositioned multiple times and there was no optimal sensing amplitude. Lead was discarded. Patient's condition was stable before, during and after the procedure.